Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via an 8f sheath hole in the rcfa and 6f sheath in the lcfa prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, seven prostyle devices total were deployed in the two access sites in a morbidly obese patient. The plunger was removed with the suture present; however, when the devices were removed, the sutures had not caught and came out with the devices. The procedure was abandoned with manual compression was used to achieve hemostasis. There were no adverse patient effects. No additional information was provided.